Event description:
Related manufacturer reference number: 2017865-2024-70767. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited oversensing noise and the right ventricular lead exhibited over sensing noise and high impedance. Further information was requested however, was not provided.